Manufacturer narrative:
This event occurred in (B)(6). The customer declined to provide any additional data for investigation. Based on the limited information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a anti-hbc ii (anti-hbc ii) result for 1 patient sample tested for elecsys (B)(6) on a cobas 8000 e 602 module. The initial result was (B)(6). The validating medical doctor did not believe the (B)(6) result and requested repeat testing. On (B)(6) 2019 the repeat result was (B)(6). This was the expected result. The anti-hbc ii reagent lot number and expiration date were not provided.